Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. (B)(6). Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that patient underwent left total hip arthroplasty on (B)(6) 1997. Subsequently, patient underwent an open reduction procedure on (B)(6) 1997 due to dislocation. It was further reported that patient underwent a radical debridement procedure on (B)(6) 1997 due to infection. Subsequently, patient underwent an irrigation and debridement procedure on (B)(6) 1998 due to infection. Additionally, patient underwent a revision procedure on (B)(6), 1998 due to infection. Furthermore, the patient was revised on (B)(6) 1998 due to dislocation.